Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual decrease, remaining within limits, in this right ventricular (rv) lead pacing impedance, shock impedance and ventricular intrinsic amplitude over the past six months. The patient experienced several admissions due to falls; however, no signs of heart failure or fluid accumulation were observed, and there were no changes in medication. Additionally, atrial trends had also changed. More recently, the lead measurements have begun to increase. Based on these findings, the physician raised concern regarding a possible rv coil insulation anomaly and requested technical services (ts) a review. Ts confirmed the gradual decline and noted that health trend data also showed concurrent decreases in thoracic impedance, respiratory rate and activity level during the same timeframe, followed by an increase towards the long term values. According to ts, these concurrent changes in lead parameters and health trend data are suggestive of a change in the patient clinical condition during this period. Nevertheless, given the observed decreases in both rv and right atrial (ra) lead measurements, ts recommended further evaluation of lead mechanical integrity through in clinic testing and imaging to rule out mechanical lead failure. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was provided by the field representative indicating that no definitive cause was identified. No subsequent anomalies related to lead integrity were identified during clinic testing and no clinical changes correlated with the observed trend variations. The patient will continue to be monitored.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.